Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h6 . Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802802 ¿ cocr head ¿ 63993814, 00500105100 ¿ acetabular shell ¿ 62727188, unknown liner ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the hospital policy will not allow the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to periprosthetic fracture of the femur. Attempts have been made and additional information on the reported event is unavailable at this time.